Manufacturer narrative:
The product was discarded following the procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode oversensed noise resulting in inappropriate shocks. No adverse patient effects were reported. Boston scientific technical services (ts) recommended isometrics and pocket manipulation while capturing electrocardiograms through the device. The patient underwent an ablation procedure and explant of s-ICD system for a transvenous system.